Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic ulcer. Vessel morphology was reported as straight forward no angles or other issues. The four month follow-up revealed that there was an intramural hematoma proximal to the implanted stent graft. The physician elected to implant a 32x32x200 and 32x32x150. The stent grafts coverage was from the left subclavian artery to the original implanted device with the appropriate overlap. The physician was unable to determine the cause of the event. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).